Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: nc emerge mr, ous 3.50mm x 12mm was returned for analysis. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified multiple kinks along the distal extrusion shaft. No issues were noted with the hypotube shaft. A detailed microscopic examination of the balloon material identified a 5mm longitudinal tear from the distal markerband to the mid-section of the balloon. The bumper distal tip was flared. The allegation in the complaint is confirmed.